Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during a meniscal repair procedure on (B)(6) 2022, it was observed that the suture on the truespan meniscal repair system plga 24 degree device had a knot. The suture was cut before the knot. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary: the complaint device was returned to mitek for evaluation. Mitek then conducted visual inspection of suture received. Visual observation showed that the suture had a knot near the end of the suture; therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 9l27902, and no nonconformances were identified. No information was provided on how or when the failure has occurred; therefore, no definitive root cause could be determined. The possible root cause can be attributed to the entanglement of the suture, the excessive manipulation of the device can lead to an entanglement of the suture, however, this cannot be conclusively determined. Also, if the knot is relatively far away in length from the implant, it is possible that the user did not pull the suture in a way that would properly advance the knot. As per IFU, indicates that if resistance is felt during the insertion of an absorbable interference screw over the guide wire, stop and confirm that the guide wire is not entrapped. If entrapped, back out the screw and withdraw the guide wire. And follow the instructions to pull back the guide wire and avoid any damage, it is important to rotate the hex driver counterclockwise to back out the screw until the guide wire straightens, however; it cannot be conclusively affirmed. As per IFU, using a calibrated probe, measure the width of the meniscal tissue to be repaired. Set the adjustable depth stop to minimize tissue penetration depth, as desired. Depth stop is preset at 18 mm. 3. During needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. A further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 98 devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.